Manufacturer narrative:
Images were provided and have been reviewed. Based on the images and details provided regarding the event, it is possible that the patient had an undetected, unresolved seroma following implant. This would explain why the graft was found to have not incorporated. The lack of contact to the abdominal wall would further explain why the patient experienced a recurrence of the hernia. However, based on the lack of information provided for the implant procedure and not having the graft returned for evaluation, no definitive conclusions can be made at this time. The product lot number was requested, but was not able to be provided to davol. Without a lot number we are unable to review the manufacturing and complaint history data for the explanted graft. Additionally, recurrence and seroma are both known possible complication listed in the IFU. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol: it was reported that a case in which a patient who had been treated multiple times (4) for hernia was being revised due to a hernia recurrence at the site of the previous repair. Patient had been previously implanted in 2010 with a xenmatrix graft to repair the defect. During the revision procedure it is reported that the surgeon found a recurrent hernia and portions of xenmatrix graft and other graft material at the site. It was reported that fluid appeared to have collected in the mesh itself; the fluid was cultured, but does not appear to be infected. It was reported that the xenmatrix graft had not incorporated and appeared to have separated. The surgeon performing the revision had implanted the xenmatrix in 2010 and reported it was placed in a clean site and that the wound was closed at the time of implant. As it relates to the recurrence, the doctor said the xenmatrix appeared to be the hernia sac with fluid collection in the mesh.